Event description:
A caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to fully charge the battery. The caller declined a follow-up from technical support to confirm the issue was resolved.